Event description:
The manufacturer received information a trilogy evo ventilator was reported to have a "ventilator service required" alarm occur. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation of the reported ventilator service required alarm. Review of the device error log revealed an error code e-384, which indicates a pressure sensor mismatch issue; the pressure gaps between a monitor pressure sensor and an outlet pressure sensor is more than the specified value. On device evaluation, the ventilator service required error code e-384 was not reproduced during the operational check. There were no abnormalities in the functional testing of the device, and no abnormalities such as dirt related to the relevant issue found during an internal inspection. Although the recorded event could not be replicated during device evaluation and testing, the device flow sensor was replaced as a preventative measure to prevent recurrence. The device passed final testing and was confirmed to be operating properly.